Event description:
The cardiologist attempted arteriotomy closure with a prostar 9 fr pvs system. The arteriotomy site was enlarged in the process and hemostasis was not obtained. It is not known to the co whether devices or techniques other than the perclose device were used to enlarge the arteriotomy site. A 10 fr sheath was reinserted and the pt was taken to surgery for vascular repair. The surgery was successful and the pt did fine following discharge. Attempts at obtaining add'l info have been unsuccessful. There was no indication that the perclose device malfunctioned. There was no info indicating that the device contributed to the enlarged arteriotomy site in any way.